Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round high profile 330cc saline catalog #3503330 lot #6595028 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round high profile 330cc and an unknown saline breast prostheses. Bilateral capsular contracture baker grade ii was determined. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.